Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastritis, gastroduodenitis, esophagitis, c-section, asthma in 2008, neuritis, carpal tunnel syndrome from november 2011 to 2013, type I diabetes mellitus from 2010 to june 2011 and anal chlamydia infection in 2011. Concurrent conditions included overweight and fibroadenoma since 2015. Concomitant products included evra (ortho evra) from 16-jan-2013 to 15-apr-2013 for birth control as well as fluoxetine hydrochloride (prozac) since 2013, fluticasone propionate (flonase) since 2008 and salbutamol (albuterol) since 2008. In (B)(6) 2013, the patient experienced rash pruritic ("itchy rash developed on chest area"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhoea"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), dental caries ("tooth decay"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysuria ("dysuria"), vaginal discharge ("white discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), panic attack ("panic attacks"), migraine ("migraines"), headache ("headaches"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), pelvic pain ("pain/physical pain"), abdominal pain ("abdomen pain"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and abdominal pain lower ("cramping/lower abdomen pain"). In (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"), hypoaesthesia ("numbness in extremities, numness"), mobility decreased ("decreased mobility,") and muscular weakness ("muscle weakness"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes,") and mood swings ("mood swings,"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), oral pain ("mouth pain"), pain ("other injury(ies) or complication (s) please describe: nocturnal pain,"), initial insomnia ("difficulty initiating sleep"), middle insomnia ("nocturnal awakening,") and infection ("infection"). The patient was treated with ibuprofen (motrin) and surgery (took out uterus, cervix and falllopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysuria, rash pruritic, pelvic pain, abdominal pain, dyspareunia, weight increased, infection and abdominal pain lower had resolved, the dysmenorrhoea, menstrual disorder, dental caries and fatigue was resolving, the anxiety, depression and panic attack had not resolved and the hormone level abnormal, vaginal discharge, female sexual dysfunction, migraine, headache, weight fluctuation, gastrointestinal disorder, alopecia, oral pain, hot flush, mood swings, gastrooesophageal reflux disease, pain, initial insomnia, middle insomnia, hypoaesthesia, mobility decreased and muscular weakness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, hypoaesthesia, infection, initial insomnia, menorrhagia, menstrual disorder, middle insomnia, migraine, mobility decreased, mood swings, muscular weakness, oral pain, pain, panic attack, pelvic pain, rash pruritic, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 175.00 lbs. Removal details: laparoscopy showed a moderately enlarged uterus, normal fallopian tubes and ovaries, and dense bladder adhesions to lower uterine segment. There was bilateral ureteral efflux of methylene blue following the hysterectomy and cuff closure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion. Ultrasound pelvis - on (B)(6) -2014: small cyst in the anterior uterine myometrium . Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet ,lab data, concomitant condition and concomitant medication ,new events hormonal changes describe: hot flashes, dyspareunia (painful sexual intercourse), weight gain, gastrointestinal or digestive system condition type: acid reflux, other injury(ies) or complication (s) please describe: nocturnal pain, difficulty initiating sleep, nocturnal awakening, decreased mobility , cramping and event outcome were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastritis, gastroduodenitis, esophagitis and c-section. Concurrent conditions included overweight. Concomitant products included evra (ortho evra) from (B)(6) 2013 to (B)(6) 2013 for birth control. In (B)(6) 2013, the patient experienced rash pruritic ("itchy rash developed on chest area"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), dental caries ("tooth decay"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), panic attack ("panic attacks"), migraine ("migraines"), headache ("headaches"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and pelvic pain ("pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), fatigue ("chronic fatigue"), dysuria ("dysuria"), vaginal discharge ("white discharge"), oral pain ("mouth pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved, the dysmenorrhoea, menstrual disorder, dental caries and fatigue was resolving, the anxiety, depression and panic attack had not resolved and the hormone level abnormal, dysuria, vaginal discharge, female sexual dysfunction, rash pruritic, migraine, headache, weight fluctuation, gastrointestinal disorder, alopecia, pelvic pain and oral pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dental caries, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, oral pain, panic attack, pelvic pain, rash pruritic, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 175.00 lbs. Removal details: laparoscopy showed a moderately enlarged uterus, normal fallopian tubes and ovaries, and dense bladder adhesions to lower uterine segment. There was bilateral ureteral efflux of methylene blue following the hysterectomy and cuff closure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion. Ultrasound pelvis - on (B)(6) 2014: small cyst in the anterior uterine myometrium . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013. Events hormonal changes, abnormal bleeding (general); abnormal bleeding (vaginal), dysuria, white discharge, apareunia (inability to have sexual intercourse), panic attacks, itchy rash developed on chest area, migraines, headaches, weight gain / loss, gastrointestinal or digestive system condition, hair loss, pain, mouth pain and abdomen pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, dysmenorrhoea, anxiety, depression, menstrual disorder, dental caries and fatigue was resolving. The reporter considered anxiety, dental caries, depression, dysmenorrhoea, fatigue, menorrhagia and menstrual disorder to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.